Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, menometrorrhagia, past tobacco smoking ((0.25 packs/day)), migraine (hx. Relieved with new medication), abnormal uterine bleeding, drug allergy (iodine, penicillins betadine [povidone-iodine] ¿ anaphylaxis iodine (all seafood) - anaphylaxis penicillin g ¿ anaphylaxis shellfish derived lisinopril (headaches) metformin (dizziness, fast heart rate)), endometrial ablation, live birth (2), gravida ii, asthma, type ii diabetes mellitus (patient with medical history of iddm 2, htn, morbid obesity, migraines, uterine fibroids with abnormal vaginal bleeding who presented to medical center for elective hysterectomy today. The patient is status post attempted laparoscopic hysterectomy, laparotomy, supracervical hysterectomy, bilateral salpingectomy with dr. The patient reports that she was previously on glyburide and metformin with a a1c of 10.0. The patient was switched to levemir 20 units bid and lispro sliding scale with meals with an improvement in the blood glucose readings at home. The patient reports that at home the blood glucose levels have been ranging between 115-150. She did have an elevated blood glucose level this morning prior to surgery which was 178. She received 8 units of lispro in the pacu after surgery today.) And blood pressure high. Previously administered products included: clindamycin, ketorolac, atorvastatin, cyclobenzaprine, loratadine, losartan potassium, lysteda, trazodone and insul lispro. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 230 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure/hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.25 kg/sqm. [Blood test] (date unknown): the patient reports that at home the blood glucose levels have been ranging between 115-150. She did have an elevated blood glucose level this morning prior to surgery which was 178. [Pathology test] on (B)(6) 2017: surgical pathology report: specimen: uterus, and bilateral fallopian tubes. Final diagnosis : endocervix: benign squamous metaplasia; nabothian cyst endometrium: late secretory phase endometrium. Myometrium: leiomyomata. Fallopian tubes: paratubal cysts; benign cystic walthard rests. Fallopian tube coils (gross examination only). Clinical information: abnormal uterine and vaginal bleeding, unspecified; excessive and frequent menstruation with irregular cycle. Gross description: there are silver-colored, metallic coils within the cornu to fallopian tube stumps. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .event on set date added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.